Manufacturer narrative:
The customer collects accutni samples in 13 x 100mm bd plasma tubes with a gel separator. The samples were centrifuged at 3,000 rpm for 7 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse conducted a diagnostic and qc testing; no issues were noted. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 1.8ng/ml and a result of 0.23ng/ml was obtained upon repeat testing. The specimen was tested on a different instrument and an accutni result recovered as 0.20ng/ml. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.